Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported refilling cartridges with insulin. Technical support informed customer that cartridges should not be reused per the user guide. There was no reported impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.